Event description:
Lab technician transmitted result as "n" for negative instead of "s" for supplmental to home access. Result was given to client as negative. Few days later, the lab detected the error, re-ran the sample and found it to be repeatedly reactive. Home access health's medical director contacted the client and explained the situation and that the sample did in fact, show antibodies to hepatitis c and recommended physician eval.